Manufacturer narrative:
The reported complaint of a suspected cool line catheter (lot # 199403) leak was confirmed during functional testing. A pinhole leak was observed in the middle of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed in the middle of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no history of previous complaints reported for the cool line catheter lot number 199403.

Event description:
Four days after the ivtm therapy started, the customer noticed the solution in the saline bag had decreased. The physician replaced the start-up kit (suk) (lot # 200924) and the 500-ml saline bag to continue the therapy. The customer performed the catheter and the suk leak check per IFU before replacing the suk, as medical staff suspected a leak from the suk. However, the saline level decreased again, prompting the physician to replace the cool line catheter (lot # 199403) and the second suk (lot # unknown) to continue the treatment. No further information was provided. No consequences or impact to the patient.